Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular aortic repair (evar) procedure using a gore® excluder® conformable aaa endoprosthesis and two gore® excluder® aaa endoprosthesis. Reportedly, the patient had a tortuous aortic neck and during initial wire access a dissection noted in the visceral segment. The dissection was covered with the conformable main body graft. During the evar procedure, a left distal common iliac artery dissection was also treated with implantation of gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) and gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device). A 10 x 5 viabahn® device, a 7 x 59 vbx stent, a 7 x 79 vbx stent were implanted from the left hypogastric artery and extending into the gore® excluder® aaa endoprosthesis (plc141200). An 11 x 5 viabahn® device and an 11 x 79 vbx stent were implanted from the left external iliac artery and extending into the same plc141200 to create parallel stenting. The procedure went well, and all devices were deployed successfully. At the end of the procedure, there was a suspected type 3 endoleak from somewhere in the parallel stenting. The physician chose on a wait and see approach in case the endoleak resolved on its own or at next follow up, the CT can be used to confirm the exact location of the leak. On (B)(6) 2025, the patient was brought back for an emergent procedure due to a retrograde dissection that extended from above the trunk ipsilateral leg conformable graft near the renal arteries and up to the left subclavian artery (lsa). It was believed this new dissection was potentially created during the wire and sheath access at the beginning of the evar index procedure. It was confirmed there were no device issues, but the new dissection and suspected endoleak remained. The physician chose to explant all devices, then an open surgical repair was performed. The explanted devices were discarded.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2; a3; a4: patient age, gender, and weight information were requested but not made available. Three gore® viabahn® vbx balloon expandable endoprosthesis were implanted during index procedure in same anatomical location. Physician suspected a type 3 endoleak, but location was not confirmed. Consequently, it is unknown which device(s) were implicated. Therefore, only one report is submitted. The additional endoprosthesis are: lsn 29498343; UDI # (B)(4), (B)(6); catalog # bxb075902b, lsn 29489665; UDI # (B)(4), (B)(6); catalog # bxb077902b. H6 - code c19: review of device manufacturing record history confirmed all devices met pre-release specifications. H6 - code c20: all explanted gore® devices were discarded at the user facility. Images enabling direct assessment of product performance nor the product itself, were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.